Manufacturer narrative:
Corrected: health effect - impact code, there was a patient involvement one device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The possible cause a defective motor or back up capacitor. The motor and back up capacitor was replaced. Perform all function test and all passed. A review of the service history showed no indication that the complaint was related to any service performed on the device during the.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power was unexpectedly turned off during the chemical solution exchange. This event occurred during infusion at patient's home. There was no patient harm or adverse event reported.